Event description:
The coil has a kink near the gripper. This male patient was undergoing coil embolization within moderate tortuosity of the carotid sinus fistula. The physician encountered difficulty in advancing the delivery system into the prowler select lpes microcatheter. When he pulled back the system the coil had a kink near the gripper. Only the orbit delivery system was removed entirely. The microcatheter was not removed and when the delivery system removed the coil was still attached to the delivery tube. Several bs gdc coils were deployed to complete the procedure. The boston scientific gdc coil was deployed without any incident prior to this event. The delivery system was inspected upon removal from the packaging and no kink/compression was noted. The delivery system purged and prepped without difficulty. No resistance felt advancing the delivery system into the microcatheter and continuous flush was maintained within the microcatheter. There was no adverse effect to the patient.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional information will be submitted within 30 days upon receipt.